Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 23.1 mmol/l. The customer was treated with needle. It was reported that they were struggling with the pump. The customer was advised to measure her blood glucose before putting the set on and basing on that decide if she needs a bolus or just to resume her normal basal. The insulin pump will not be returned for analysis.